Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the patient was asymptomatic. It was noted that the implantable cardioverter defibrillator (ICD) experienced backup vvi. The origin of the backup vvi was assumed to be as a result of a magnetic resonance imaging (MRI) procedure. A device download was performed to resolve the issue. The patient¿s condition before, during and after the event was stable without complications.

Manufacturer narrative:
Correction: section b5 should have included a statement noting that backup defibrillation therapy was unavailable during the backup vvi observed.

Event description:
Backup defibrillation therapy was unavailable during the backup vvi observed.